Manufacturer narrative:
On 5/15/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2019, mentor became aware that the patient underwent bilateral removal and replacement with the following devices: (left) 350cc mentor smooth round moderate plus profile saline catalog: 3502350 lot: 7695383 sn: (B)(4) and (right) 350cc mentor smooth round moderate plus profile saline catalog: 3502350 lot: 7695383 sn: (B)(4). On 6/10/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample it was noticed a tear in the anterior view, measurement approximately 4.2 cm. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 350cc mentor smooth round moderate plus profile saline catalog: 3502350 lot: 6931844 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two 350cc mentor smooth round moderate plus profile saline breast prostheses, experienced right side deflation post-operatively. As a result, the patient underwent removal on (B)(6) 2019.